Event description:
It was reported that a user's new dexcom g6 continuous glucose monitor (cgm) sensor resulted in a "transmitter not found" notification on the ilet; the agent verified the transmitter serial number and guided the user through a sensor change and pairing on the ilet, with pairing time and warmup communicated. No adverse clinical symptoms reported and no impact to blood glucose. Outcomes included successful initiation of a new session with normal warmup and no medical intervention or hospitalization. User support included guided troubleshooting, verification of transmitter serial number and sensor code, and initiation of pairing through the ilet. Investigation of this case revealed a pairing failure between the transmitter and the ilet which was resolved through re-pairing and starting a new sensor session. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.

Manufacturer narrative:
Initial.